Event description:
It was reported that the syringe flange sensor did not work. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed syringe flange not in place. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the broken r78 on the main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.